Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 20903795, model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had lost coverage. X-ray was taken and showed that the leads migrated. The patient underwent a lead replacement procedure and was doing well postoperatively.